Event description:
The pump was received for service with a report of the device powering off automatically. The facility stated that the complaint was found during routine biomed testing. The device was undergoing accuracy testing with a rate of 999mg/hr and a volume to be infused as 1000mls. The pump was found to power off after 200mls were delivered. The facility has no reports of this situation occurring during pt use and no reports of pt injury.